Event description:
It was reported by international mallinckrodt facility (UK) that moisture/condensation was observed in the inflation components on multiple, size 8fen, fenestrated low pressure cuffed tracheostomy tube. There were multiple pts involved with no reported pt injury or compromise. The devices were tested prior to insertion where no non-conformance was noted. The device usage was reported as two (2) weeks. One (1) of the devices was returned to the MFR on 7/6/1999 for decontamination, analysis and investigation.